Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing managed ventricular pacing (mvp) pause was suppressed. The device was programmed to 40 mvp however patient was observed at 60 mvp. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.